Event description:
It was reported that intraoperative, the packaging of the leadless implantable pulse generator (ipg) introducer was noted to be damaged. The plastic of the inner package appeared to be deformed. The introducer was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The inner/sterile package (extrinsic) was melted and/or deformed. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer. The packaging had not be returned upon receipt in the analysis lab. The customer supplied image shows that the tray was damaged/melted. There were no anomalies found with the introducer and dilator upon visual inspection. Visual analysis of the introducer packaging indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.